Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 9 of 10 mdrs filed for the same patient (reference 1825034-2011-001159 &1825034-2013-00424/ -00430 & -05217 & -05218).

Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2003 due to leg length discrepancy. Revision operative notes dated (B)(6) 2003 indicate presence of synovial fluid, synovitis, and a loose cup. The modular head, polyethylene liner, and acetabular cup were removed and replaced.